Event description:
It was reported that two cartridges on pump failed and triggered cartridge alarm or alert, causing interruption of insulin delivery until caller changed supplies. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, resumed insulin delivery, and issue resolved without need for further assistance, while technical support could not confirm exact alarm cause and noted possible reuse of supplies as unverified factor.